Event description:
Caller called to report having nine error messages on her device starting on (B)(6) 2016: "e34 pump is not connecting to meter" and "e20 insert a new strip." Reporter stated that she has contacted the MFR and they told her not to worry about the error message for "e20 insert a new strip" but the reporter stated that the strips are expensive and she is already using a new strip but having the same issues. Reporter stated that she went to dinner one night and had a sandwich, she checked her blood sugar once she got home and had the following readings: 423, 280, and 223. She took insulin and her blood sugar began to decrease. The reporter is wondering if other people are having the same experience that she is having. She reports that a friend of hers is getting the same error messages. Reporter states that the MFR is sending a new pump in the mail.